Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 05/10/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that the sensor was worn beyond seven days. The dexcom g5 mobile continuous glucose monitoring system user's guide states: dexcom g5 mobile sensor sessions last seven days. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed on 06/04/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.